Manufacturer narrative:
The product has been received for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information that an occlusion alarm occurred. Customer's blood glucose level was impacted.